Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery of the patient's left eye, the eye went soft. The surgeon increased the infusion pressure but the eye remained soft. Then they replaced the cassette pak and the surgeon was able to complete the surgery without any further incident. No patient harm was reported. No additional information is expected.